Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The device has been received by this MFR, however, the investigation has not yet performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that an injection gold probe was to be used during a hemostasis procedure (pt age unk, however over 18 yrs). According to the complainant, during preparation of the device, the needle could not be fully retracted. Another injection gold probe was used to complete the procedure. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.